Manufacturer narrative:
The reported event of premature release could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for the amplatzer septal occluder artmt100116885 ver. A, "do not rotate the delivery cable" while advancing the device through the delivery sheath.

Event description:
During the procedure, the 20 mm amplatzer septal occluder (aso) prematurely released inside the 10f amplatzer torqvue 45 delivery system and embolized to the pulmonary artery. The left atrial disc had been fully deployed and the right atrial disc was partially deployed when it became detached. An attempt to snare the aso was performed; however, the patient was sent to surgery for device removal and defect closure. The patient condition before and during the procedure was stable. The patient is recovering and is reported to be stable. The device and delivery cable were discarded and were not returned for analysis.